Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (3.50mm x 24mm) to a calcified lesion in lad with 90% stenosis and vessel tortuosity but the device could not pass the lesion due to calcification. The physician used a new device (eres35024x) to complete the procedure. The physician concluded this event was not related to the quality of the device. The device was prepped before use with no issues noted. No clinical sequelae were reported. Evaluation summary: the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 8th and 10th proximal segments were misaligned with raised struts and the 9th distal segment was deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis, calcification and vessel tortuosity); deformation problem. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis, calcification and vessel tortuosity); known inherent risk of procedure (stent deformation).